Manufacturer narrative:
(B)(4). The sample is not available for evaluation at this time. Should the sample become available a follow up MDR will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
An unknown patient reported that a few drops of fluid came out of the homechoice cassette line during priming. No patient injury has been reported. The sample is not available at this time. No further information is available. Should additional information become available regarding the reportable malfunction of cassette leak a follow up MDR will be submitted.